Event description:
An abbott technical service specialist (tss) was splashed with high-concentration waste fluid from the architect c8000 processing module. While cleaning the high-concentration waste line, one of the tubes became detached, spraying waste fluid onto the tss¿s body and face, including his right eye. The tss was wearing a lab coat, safety glasses, a face mask, and gloves; however, the liquid went under his glasses and got into his right eye, causing a burning sensation. He immediately rinsed his eye with tap water and went to the emergency room. The emergency room doctor performed a general examination and an ophthalmological consultation. The tss was given eviva, an over-the-counter lubricant eye drop (which is similar to flushing the eye with water/saline), and blood was drawn for infectious disease serological tests. The tss is doing okay and is back at work. No further impact on patient management or user safety was reported.

Manufacturer narrative:
An abbott technical service specialist (tss) was splashed in the eye with waste fluid when the peristaltic head tubing detached from the architect c8000 (serial number (B)(6) and sprayed fluid. A review of the instrument's service history for serial number (B)(6) revealed no additional service tickets related to this issue. No contributing factors on or around the date of the complaint were identified, and there have been no subsequent reports of splashing since the incident. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues for splashing as described in this complaint. Additionally, a review of complaint and trending data associated with the peristaltic head tubing did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c8000 processing module, serial number (B)(6), or the peristaltic head tubing.